Manufacturer narrative:
The reported issue of "widespread channels shutting down" was not confirmed; no product or device logs were returned for investigation after several requests were made. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported "widespread channels shutting down" while testing in preparation for interoperability. The go-live date is (B)(6) 2019. There was no report of patient involvement.